Manufacturer narrative:
During testing, the device alarmed with a s233 (overtemperature-psc) malfunction alarm code during battery reconditioning. The s233 malfunction alarm was also noted in the device history. The probable cause of the s233 malfunction alarm code was a broken fan. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact returned the device to the service center with a report of during preventive maintenance testing the device did not pass the battery recondition test. This does not indicate a reportable malfunction. However, during verification testing at the service center, an s233 (over temperature-psc) malfunction alarm code was noted and the fan was not functional.